Event description:
It was reported that the patient experienced an st segment elevation. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The transseptal puncture was performed using a faradrive sheath and a versacross connect, then the versacross connect was removed and replaced with the farawave catheter. An st segment elevation was observed on the electrocardiogram two minutes later. Coronary angiography was performed, during which the st segment elevation recovered, and angiography confirmed that everything was normal. There were no abnormalities with the device appearances and aspiration showed no air. The procedure was able to be continued and completed. The patient was admitted to the high care unit (hcu) as a precaution. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced an st segment elevation. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The transseptal puncture was performed using a faradrive sheath and a versacross connect, then the versacross connect was removed and replaced with the farawave catheter. An st segment elevation was observed on the electrocardiogram two minutes later. Coronary angiography was performed, during which the st segment elevation recovered, and angiography confirmed that everything was normal. There were no abnormalities with the device appearances and aspiration showed no air. The procedure was able to be continued and completed. The patient was admitted to the high care unit (hcu) as a precaution. The device is not expected to be returned for analysis due to disposal.